Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd connecta ¿ extension hose was found with a ¿crack in the silicone tube.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
No samples sent/received of IV-extension tube 25 cm pvc l-l catalog 397251 with lot number unknown. According to issue stated by customer ¿there was a crack in the silicone tube.¿ review of DHR could not be performed due that there is no lot number known. According to the statement of complaint we cannot confirm the issue stated by the customer and we cannot assign it as a manufacturing defect. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition stated by customer. There was no report of serious injury or medical/surgical intervention that occurred as a result of this incident. No corrective action is required at this time.